Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the condition. The service engineer replaced the oxygen sensor, which resolved the condition.the ventilator passed self-testing.

Event description:
It was reported the 840 ventilator had a low oxygen percent. The ventilator was not on a patient at the time of the event.